Event description:
The customer reported that the unit went to vent inoperative with error code messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed and machine and proximal pressure sensors failed on start up. The customer reported that there was no patient involvement.